Event description:
It was reported that a novum iq large volume pump was not infusing during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (update codes), and h11. H11: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A functional flow rate accuracy test was performed, and the result was within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.